Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The customer reported on behalf of the patient that an alarm on the pump went off due to a tubing occlusion/blockage. The patient checked their blood glucose and it was elevated to 310mg/dl so a manual injection was performed. The patient rectified the problem by changing out the tubing.